Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, an anterior needle-cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that needle deployment was successful as both cuffs captured the needles. However, the link was broken at the anterior cuff during the plunger removal. A link break during plunger retraction will result in a failure to retrieve the suture and can appear very similar to the reported anterior cuff miss. Therefore, the reported product experience is confirmed. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to a link break at the cuff. However, challenging anatomical conditions such as calcified artery and scarred tissue due to prior arteriotomy could be contributing factors. No manufacturing or quality issue was detected and the root cause for a link break at the anterior cuff could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.